Event description:
The customer reported that the system made a loud popping sound and then would not perform fluoroscopy. A re-boot was required to restore functionality. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
The customer cancelled the svc call.